Manufacturer narrative:
(B)(4). The customer returned the user interface module to carefusion for repairs on (B)(6) 2015. Carefusion service department evaluated the device, and were able to verify the reported event. They found that when the user interface module was powered up, the touch screen remained unresponsive, and the icons were frozen. The control printed circuit board was isolated as the root cause. As a correction, carefusion service department replaced the control printed circuit board assembly, and tested it before it was returned to the customer. The faulty control printed circuit board assembly was routed to the failure analysis lab for further investigation.

Event description:
The customer reported a unit with an inactive touchscreen. No patient involvement. Issue was found during interval checks.

Manufacturer narrative:
Failure analysis (fa) lab received a pcba, control coldfire, avea. Fa visually inspected the pcba, control coldfire, avea and found no evidence of damage or misuse. Connector j805 pins appeared clean and straight. The unit was installed on a known good front panel and power was applied. The display, touch screen, panel buttons, leds and encoder all functioned normally. The unit was run for a period of 96 hours, tested periodically, with all functions operating normally. U800 was subjected to thermal stress by means of a heat gun followed by the application of circuit freeze with no loss of touch screen functionality. Following the thermal stress, the unit was restarted in set up mode and a touch screen calibration was successfully performed. The original complaint could not be duplicated in the fa lab. The pcba, control coldfire,avea was scrapped.